Manufacturer narrative:
(B)(4) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying inaccurate results compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 4:45pm, the patient reported obtaining readings of '112 and 53mg/dl' on her lfs meter. Based on statistical methodology, the calculated difference between the results exceeds the expected value of <=20% or <=20mg/dl obtained within 20 minutes of each other. The patient reported using oral medications (unknown type) with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 5 minutes later, she felt 'shaky and sweaty. The patient denied receiving any medical intervention in response to the alleged symptoms. At the time of troubleshooting, the cca confirmed the patient's test strips were in good condition and her testing process was correct. The cca noted the patient was using an approved sample site to obtain the samples. However a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient reported she obtained inaccurate readings, made no changes to her usual routine, and developed symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.